Event description:
Customer reportedly obtained results of 45mg/dl, hi, 466mg/dl, and 465mg/dl. Customer was unsure if the result of 45mg/dl was within 10 minutes of the additional results. Customer was troubleshooting with manufacturer during this time and disconneted to go to hospital. No treatment information provided. Requested return of suspect device and replacement was sent.